Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of periop-b pyxis drawer 5 is not detected on bus was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to the work order#: (B)(4) upon inspection, the customer reported full height cubie drawer number five had failed and was not detected on the bus. Upon inspection, the fse tested drawer controller, and the test failed. The fse replaced drawer controller and verified operation via hardware test application. During dchu visual inspection: pn: 151622-01: was received with thermal damage on components d501, q501 and r501. During dchu testing: pn: 151622-01: the testing from dchu was not necessarily due to the thermal damage observed on the internal components during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the reported issue of periop-b pyxis drawer 5 is not detected on bus is due to a faulty board component, caused by thermal damage in components d501, q501 and r501 preventing proper functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. The customer tried to reboot and opened up the back panel to ensure the cable connections, but still issue persisted. As per part investigation, it was determined that there was thermal damage observed on the pcba drawer controller board components d501, q501 and r501. There were no delay, no adverse events or injuries reported based on this event.